Manufacturer narrative:
The full lead was returned, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. The rv (right ventricular) defibrillation conductor developed a fracture due to flexing while in vivo. The proximal conductor of the lead developed a fracture due to flexing while in vivo. The outer insulation was ruptured.

Event description:
It was reported that there was an alert on the right ventricular (rv) lead due to high-rate non-sustained tachycardia (nst) episodes and varying and high lead impedance. Fracture was confirmed. Detections were turned off and the lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.